Event description:
It was reported that just after termination of a vertebroplasty, the patient's blood pressure dropped, they had an increased heart rate from 90 to 120 and had breathing difficulties for several hours. The patient became dark blue in face, was not able to talk, and her skin got a red colour. It was reported as an adverse effect/by-effect where 4 medicaments (stesolid, stryker spineplex/ketorax, xylocain, cefalotin) are suspected.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the cement was not returned to the manufacturer. Literature shows that approximately 1% of the patient population is susceptible to an allergic reaction from pmma based bone cements. The events described in the report may indicated that the patient had an adverse reaction to the spineplex bone cement. Given the potential complication for allergic reaction, the contraindications and warnings included in the product IFU (instruction for use), reference the use of spineplex in patients with sensitivities to the chemical components of the product.